Event description:
The unit was returned for evaluation. The reported incident was unable to be reproduced. The device operated as designed and was well within the acceptance criteria.

Manufacturer narrative:
Unit was returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Patient home fire alarm began sounding at 4:15am, (B)(6) 2017. Patient states very strong chemical/burning smell from unit. No smoke was seen coming from eclipse, but smell is definitely coming from unit. Patient had irritated throat for a short time, but is better now. Used e5 with CPAP. They shut down unit and are awaiting a replacement.